Event description:
As reported by the edwards canadian affiliate, the patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. Post-tavi, due to interventricular communication (vsd) related to very severe calcification of the aortic ring and calcium chunk, medical team decided to perform a valve-in-valve procedure with another 29mm sapien 3 valve with the aim to reduce the interventricular communication. Patient died in the hospital due to heart failure related to the unresolved interventricular communication. No device causality was stablished. Patient had a very severe aortic and lvot calcification.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided does not indicate a device malfunction occurred. The injury to the patient and subsequent death were most likely a result of patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the reason for the valve in valve are unknown. At this time there is no information to suggest the event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards canadian affiliate, the patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. Due to unknown reasons, a valve-in-valve was performed in the same day with another 29mm sapien 3 valve. Additional information has been requested but no new information has been received, to date.